Event description:
The following was reported to hamilton medical ag: -tf: 233001 (pvent_monitor autozero failed) -during autozero test p vent monitor and control is not ok and unwanted sound pop up during test failure occurs during the general check. The patient was not involved.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: -tf: 233001 (pvent_monitor autozero failed) -during autozero test p vent monitor and control is not ok and unwanted sound pop up during test failure occurs during the general check. The patient was not involved